Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider reported that the patient had staph aureus infection and wound culture was performed related to the infection.

Manufacturer narrative:
Concomitant products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# va0kxfb, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3389s-40, lot# va0kxfb, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A health care provider via a company representative reported all of the patient devices were explanted due to infection. No infection source identified and it was unknown if the issue was resolved at the time of the report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were dystonia and movement disorders. Please see manufacturer report #3004209178-2016-01471 for information on the patient's concomitant system.